Event description:
Caller reported malfunction on pump with malfunction code malf 16- 0x20e6 and requested out-of-warranty loaner pump as current pump was out of warranty. There was no adverse impact to customer's blood glucose level. Customer planned to use manual daily injections as backup therapy. Technical support arranged for replacement of pump and coordinated with customer for necessary insurance details and verified shipping information without requiring a signature.